Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an interventional procedure. Reportedly, a cuff miss occurred. A prostar xl device was used for successful suture placement using the preclose technique. The interventional procedure was completed and hemostasis was achieved using the pre-placed sutures from prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The name of the physician was provided; however, it is unknown if trained in the use of the proglide or prostar xl devices or established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: patient identifier. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received. It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery via 9fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Two additional proglide devices were used for successful suture placement using the preclose technique and achieving hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.